Event description:
It was reported that a user experienced difficulty unlocking the ilet pump screen during a supply change, requiring multiple swipes, while the rest of the touchscreen functioned normally and the device showed no physical damage. Investigation included remote troubleshooting and user education regarding screen protector usage. Investigation of this case revealed that air bubbles under a reapplied screen lamination could impair touchscreen responsiveness. Symptoms included temporary inability to unlock the screen. Outcomes included successful unlocking during a call and successful device restart after agent guidance, with continued normal function. It was concluded that, based on previously established findings for similar reports, the event was attributable to interference from the screen lamination and that removal or correct reapplication without air bubbles resolved the issue.